Event description:
It was reported during an atrial fibrillation (afib) procedure, there was noise on the carto 3 system and the recording system when the ez steer thermocool sf navigational catheter was being used. The cable was replaced with no resolution. When this catheter was replaced, the issue resolved. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. The noise was on all body surface (bs) ECG' and intracardiac (ic) signals on both the carto 3 and recording system at the same time. The physician was not able to interpret the signals. Most of the time it was on all channels, and it was a white screen of noise and not able to interpret one channel from the next. It all ran into each other. The physician uses white for his tracings. The physician was not able to interpret the signals. At times, it was a small amount of noise coming through all channels with some worse than others. When the noise was less, you could interpret some channels and it varied. The severity of the noise on all body surface (bs) ECG' and intracardiac (ic) signals on both the carto 3 and recording system at the same time is indicative of a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)